Event description:
Info was received that reported, a pt was hospitalized in 2007 due to an incident of diabetic ketoacidosis. Per the reporter the pt tested his blood glucose and the meter read "high". She was transported to hospital, where upon admit her blood glucose tested at 530mg/dl. The pt was diagnosed with dka placed on an insulin drip & IV fluids. The device should be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Device eval: the suspect device was returned and evaluated. Functional, delivery and accuracy tests were performed, the device was found to pass all functional, delivery and accuracy tests. No operational or functional failure was detected and the product was within specification.